Event description:
Philips received a complaint by the customer on the v60 indicating that the backup alarm failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
H10: the device was reported as not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed error code 1104 (backup alarm failed) in the event log. The rse provided the correction recommendations to replace the motor controller (mc) printed circuit board assembly (pcba), and if issue persists, to replace the central processing unit (cpu) pcba. The rse provided the necessary part numbers as requested. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.